Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, death occurred. In (B)(6) 2008, a 90% stenosed, 28 x 3mm target lesion located in the proximal left anterior descending artery was treated with pre-dilatation using an unspecified 2.5 x 15mm balloon at 6 atm and placement of the 3.00 x 28mm taxus express 2 stent at 14 atm. Post-dilation was performed with the study stent sds balloon at 16atm with 0% residual stenosis. Intravascular ultrasound (ivus) was performed which confirmed that the stent was implanted successfully. In (B)(6) 2012, the patient was hospitalized in another hospital and died ten days later. Cause of death is unknown. Additional information has been requested and is unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented for the index procedure with unstable angina pectoris (braunwald class iib). Lvef was unknown and timi flow grade was 3 at the pre-index procedure. Following the index procedure timi flow remained 3 and the patient was discharged with no complications on bayaspirin and panaldine. Symptoms of angina pectoris were not observed at the post procedure the four year follow up. It was unknown whether an autopsy was performed. Adjudication confirmed as cardiac death and possible stent thrombosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).